Event description:
A salesperson reported that during a procedure the tip broke off in a patient inside the bladder. The tip was retrieved from the patient with no harm or injury. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. However, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Dhrs provided do not include packaging or labeling operations. For this reason, the final manufacture date is december 2016. Based on the investigation, a definitive root cause of the reported complaint cannot be determined at this time. This information is addressed in the instructions for use (IFU): ¿warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop, align working element and sheath parallel to one another before proceeding.¿ olympus will continue to monitor the field performance of this device.